Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. Stent migration can be affected by numerous factors including, but no limited to, inappropriate stent size selection, rotating the deployment actuator before positioning the undeployed stent at its intended location, not positioning the radiopaque markers proximal and distal to the target lesion and patient anatomy. Per the rx acculink instructions for use "appropriate sizing of the stent to the vessel is required to reduce the possibility of stent migration". A definitive cause for the stent migration experienced could not be determined based on the available information. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: stent migration. Symptoms/ae: placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery (lica) stenting procedure, after placement of the stent in a highly tortuous vessel, the stent migrated distally. A second stent was placed, overlapping the first stent, to fully cover the lesion. There was no averse patient sequela reported. Two days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.